Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion, prime, excessive no delivery test and displacement test. The insulin pump's button response function properly. No button error alarms noted during test. No damage or anomaly found on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood sugars. Customer stated that the drive support cap on her insulin pump is loose, and is making a clicking noise. Customer stated that her insulin pump is slow delivering the insulin and her blood glucose is fluctuating from high 360 mg/dl to low 50 mg/dl. Nothing further was reported.